Event description:
A customer reported to baxter (B)(4) of a 250ml eva bag in which the operator observed a "small animal which looks like a bug" in the bag. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a 250ml eva bag in which the operator observed a "small animal which looks like a bug" in the bag was not confirmed during sample evaluation. Actual sample was not available for evaluation; however, (B)(4) companion samples from same lot number were returned at the plant for evaluation. Visual inspection revealed no non-conformances. No other tests were performed. The samples were within specification. The assignable root cause of the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.